Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that surgeon was doing a distal femoral replacement with an mrh baseplate when the circulating nurse passed the mrh tibial baseplate size small 1 to the scrub nurse in the sterile field. When the scrub nurse peeled off the inner blister to expose the implant, a white substance was discovered on the implant. Opened size 2 small and repeated steps and again noticed a foreign substance on the size 2 as well. Ultimately, the surgeon implanted the original size 1 in the patient and completed the case.

Manufacturer narrative:
An event regarding suspected packaging damage involving an mrh baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned as it is reportedly implanted, but photographs were provided for review. There appear to be small white particles visible on the surface of the subject device. The device appears to be photographed loosely inside its skin pack; some scuffing marks appear to be visible on the skin pack surface. The observed white particles could be plastic white shavings from the inside of the skin pack as a result of relative movement (scuffing) between the device and its skin pack. No packaging of the subject device was returned. Medical records received and evaluation: not performed as the event relates to a packaging issue and no adverse consequences to the patient were reported. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: based on review of the photographs provided, the observed white particles are most likely plastic white shavings from the inside of the skin pack as a result of relative movement (scuffing) between the device and its skin pack. There appear to be scuffing marks on the inner skin pack. Scuffing could be as a result of excessive/inappropriate handling, however as no packaging of the subject device was returned, this cannot be confirmed. It is noted that the packaging of the second device within this pi was returned, which indicated excessive/inappropriate handling. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that surgeon was doing a distal femoral replacement with an mrh baseplate when the circulating nurse passed the mrh tibial baseplate size small 1 to the scrub nurse in the sterile field. When the scrub nurse peeled off the inner blister to expose the implant, a white substance was discovered on the implant. Opened size 2 small and repeated steps and again noticed a foreign substance on the size 2 as well. Ultimately the surgeon implanted the original size 1 in the patient and completed the case.